Manufacturer narrative:
One medfusion pump was received with a cracked right plunger case and battery door. The event history log was reviewed and there was a force sensor background test message. The power-up process, occlusion test and a check and test of the force sensor were conducted. A knocking sound was heard during the occlusion test. The force sensor background test error could not be duplicated. The force sensor was within specification. The plunger needed grease and was user induced. The plunger tube was greased to stop the noise and the force sensor was replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical medfusion pump made noise on higher infusion rates and it gives off a force sensor background test error. There was no patient involvement.